Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012751374 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, on the spiral array segment, the electrode(s)#1, 2 was observed to be displaced. On the spiral array segment, an exposed electrode wire was observed. On the spiral array segment, inverted array was observed. On the spiral array segment, a knotted array was observed. Catheter identification and ablation testing was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanisms were performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanisms were performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Catheter to sheath compatibility testing was performed. During compatibility testing, catheter to the sheath insertion failed due to knotted array. Electrical continuity and hipot verification (where applicable) were performed. Electrical continuity test revealed an open loop on the electrode #1,2,3,5,8 wires. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the array segment, an electrode wire to electrode # 1, 2, 3 detachment was observed. During inspection of the array segment, the electrode(s)#1,2,3,5,8 was observed to be displaced. In conclusion, the catheter failed the return product inspection due to an inverted array, exposed electrode wire observed on the spiral array, a displaced electrode wire observed on the spiral array, a knotted spiral array, and an electrode to electrode wire detachment on the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the physician attempted to recapture the catheter array, but it would not withdraw into the sheath. The array appeared abnormal on fluoroscopy imaging. The physician applied additional force to return the array into the sheath, and upon removal, the array appeared inverted and was wrapped around itself. Despite the issue, the case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.